Event description:
The following has been reported: north andover reported: sticky pins - "confirmed with engineer to be av sticky valve" a preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for sticky fva pins. Upon return, some excessive drag was observed to the fva pins which was resolved with cleaning. New fva pin lip seals will be required. No other damage or failure identified during evaluation.